Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, the 23mm commander delivery system (ds) became stuck inside the 14fr esheath+ as the ds encountered strong resistance at the tip of the sheath. The system was pushed several times and was ultimately able to be advanced. Upon sheath removal, it was observed that its distal tip was damaged. Per report, no vascular complications occurred. The provided device imagery confirms the sheath had a torn distal tip.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed the distal tip of the sheath was torn radially. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of difficulty advancing through sheath and distal tip torn were confirmed with the imagery provided. Previous extensive complaint investigations of events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing non conformances. Rather, the root cause for these events were due to improper tip expansion related to the tip scoring process, patient factors, and/or procedural factors. Available information suggests improper tip expansion resulting in interference between the valve and sheath tip likely contributed to the event as it was reported that the access vessel had no problem such as calcification or tortuosity with no indication user technique contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.